Event description:
It was reported that patient's both of the scs octrode leads had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein the leads were explanted and replaced. During the surgery, physician noted that the anchors were damaged and bent. Therefore, both the anchors were also explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.